Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-14128. It was reported that the patient was experiencing a stinging, burning sensation up to their forehead regardless of if the stimulation is on or off. As a result, surgical intervention occurred on (B)(6) 2021 wherein the leads were repositioned to resolve the issue.